Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak on synchron cx9 alx clinical system. There was a puddle on the floor. No injury was reported, and there was no effect to patient or user.

Manufacturer narrative:
Service visited the site on (B)(4) 2011 and replaced drain tubing to fix the leak. The issue was resolved. The field service engineer (fse) also installed a new filter.